Manufacturer narrative:
A ge representative evaluated the system and replaced the generator enable/disable switch. The system operates as intended.

Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.